Event description:
It was reported that the customer's insulin pump was alarming no delivery during priming. Customer stated that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime. Customer stated the insulin did not exit and the device did alarm. Customer's blood glucose level was 512 mg/dl at time of reporting. Nothing further reported.